Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a large drop in estimate longevity of approximately 45 percent in less than a year . Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.